Manufacturer narrative:
Device evaluated by MFR.: the promus premier ous mr 32x3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Damage was noted to the most distal stent strut row; struts were lifted from the stent profile. The undamaged section of the crimped stent outer diameter was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion profile found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85 % stenosed, 32mm in length target lesion was located in the moderately tortuous, severely calcified and 3mm in diameter left circumflex artery (lcx). A 32 x 3.00 promus premier stent was advanced to treat the lesion. However during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another with the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85 % stenosed, 32mm in length target lesion was located in the moderately tortuous, severely calcified and 3mm in diameter left circumflex artery (lcx). A 32 x 3.00 promus premier stent was advanced to treat the lesion. However during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another with the same device. No patient complications were reported and patient's status was stable.